Manufacturer narrative:
Device 15 of 35. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction and serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that a total of 35 wafers from 4 market units had an off centered pre-cut hole. The end user used 4 wafers with an off centered pre-cut hole. The remaining 31 wafers that had an off centered pre-cut hole were unused. He did visually inspect the wafers. He advised that because he used a wafer with an off centered pre-cut hole, he noted an irritation to the stoma that he described as white growths. The end user stated that the wafer hole was smooth and not rough or sharp. He did visit his physician who advised the white growths were a trauma to the stoma due to the wafer rubbing. The physician used silver nitrate to the white growths on the stoma. The stoma had since healed and the issue was now resolved. The patient continued to use the product. No photo available is at this time.